Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to the thin leaflets. The worsening mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as a second procedure was performed to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling. H6 - adverse event problem: correction/ health effect - impact code: 4614 was removed.

Event description:
Subsequent to the initial report, on (B)(6) 2024, a second clip intervention was performed. The slda was clip was stabilized and the mr was reduced to grade 2+. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to the thin leaflets. The worsening mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention have been performed to address the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3-4 functional mitral regurgitation (mr), and thin leaflets with a cleft for a mtiraclip procedure. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2024, a single leaflet device attachment (slda) was observed and the posterior leaflet was detached. The mr was worsened at grade 4+. The patient was no symptomatic as this was found during a left atrial appendage closure procedure. Per the physician, the thin leaflets contributed to the slda.